Manufacturer narrative:
Philips has investigated this complaint. The engineer presented their analysis results; however, they cannot verify the final status of the device since the system had reached its end of support, and no work was conducted by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.